Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. Device malfunction was not suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient will undergo an ipg replacement.